Event description:
On opening the packaging final seal, packaging came apart splitting down the side. Facility were concerned that product sterility may have been compromised. This did not affect a patient or cause delay to surgery in any way.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.